Manufacturer narrative:
The insulin pump was received with a missing retainer ring, minor scratches on the display window, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring fell off of the customer's reservoir compartment. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.